Event description:
New information available on (B)(6) 2018 states that, a device download was performed successfully. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator was in back-up. There were no patient symptoms. No further information was available.